Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and happened after a bolus attempt. Customer also indicated that the pump may have gotten wet from sweat. Customer's blood glucose was 130 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.